Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation found the device out of specification, but could not confirm or reproduce the reported symptom. The no audio condition was not experienced during evaluation on any volume or tone setting. Physical inspection of the speaker leads found a cold solder joint on the negative speaker lead. The cold solder joint is a known cause of no, low, or intermittent audio conditions. The rear case assembly was replaced.

Event description:
It was reported that a spectrum pump experienced a no audio condition. It was also reported there was no patient injury.